Manufacturer narrative:
Section a3b, gender: the customer reported ¿female¿. Section a5, ethnicity: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient¿s left eye. The patient was not able to handle the multifocality of the iol. The patient was unable to see clearly, not happy with their vision. The patient stated, ¿something is wrong with my vision¿. The explanted iol was replaced with a bausch and lomb lens, model 21.5 li61a0. The patient was not injured and there was no medical intervention or complications such as a capsule tear, vitrectomy, incision enlargement, or sutures. The patient was reported as doing well so far. No further information was provided.